Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This is a report of a home patient (hp) that acquired peritonitis coincident with peritoneal dialysis (pd). The registered nurse (rn) stated the hp acquired peritonitis in the hospital after having a new catheter placed. The hp had been started on pd therapy within 24 hours of catheter placement and the rn believed the hp's tunnel was not completely healed at that time. However, the exact cause of the peritonitis was unknown. Treatment was not reported. The hp remained on pd therapy. No additional information is available at the time of this report. This is report 2 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however, has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot number gd893743 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Same patient as (B)(4).